Event description:
Pt was admitted to health care ctr on 4/26/93 with diagnosis of alzheimer's type dementia with psychosis. Behavior exhibited initially and throughout her stay was typical of the pt's diagnosis. She constantly wandered throughout the facility in corridors and into other residents' rooms. Often times she would remove property of other residents and take it to another resident's room. At times she would become combative with staff and other residents. On 7/12/93, she was discharged to hosp for eval for placement to another facility that specialized in alzheimer's disease and was placed on waiting lists at other facilities. She was readmitted to health care ctr on 7/23/93. Behaviour was unchanged. Haldol 1 mg po bid was added to the desyrel 25 mg qhs and ativan 0.5 mg qid. On 8/16/93, redisent was found by nursing asst at approx 7:15 am. She was on the floor with strap of the vest stretched across the one side rail. The strap of the vest was constricting at the waist.